Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108172.

Event description:
It was reported one of patient's leads had high impedances preventing patient from having an MRI. Investigation was unable to determine which lead was at fault. Surgical intervention was undertaken during which the lead was explanted. Therapy was restored post-op with the remaining lead.

Manufacturer narrative:
A patient received an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. It was determined the patient's leads read high impedances and ipg reached end of life. As a result, the ipg and lead were replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.